Event description:
It was reported that during implant of this right ventricular (rv) lead in the left bundle branch, after septal placement of the lead, the physician wanted to reposition the lead. The helix was unable to be retracted. Technical services (ts) discussed potential maneuvers to remove the lead. Review of the lead under fluoroscopy noted the helix appeared to be uncoiling or stretching during the attempts to remove the lead. The lead was then successfully removed, and another lead was implanted. This lead was attempted, but not implanted. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix, and the helix was observed to be stretched out and bent. Additionally, the conductor coils were observed to be deformed approximately 125 millimeters (mm) from the terminal pin. Testing of the helix mechanism was unable to be completed due to the dried blood/tissue around the helix. The lead was electrically continuous. Laboratory analysis concluded that the damage to the helix and conductor coils was a result of handling during the implant procedure.

Event description:
It was reported that during implant of this right ventricular (rv) lead in the left bundle branch, after septal placement of the lead, the physician wanted to reposition the lead. The helix was unable to be retracted. Technical services (ts) discussed potential maneuvers to remove the lead. Review of the lead under fluoroscopy noted the helix appeared to be uncoiling or stretching during the attempts to remove the lead. The lead was then successfully removed, and another lead was implanted. This lead was attempted, but not implanted. No adverse patient effects were reported. The product has been received for analysis.